Event description:
The customer reported experiencing a cartridge alarm 30 with their insulin pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed consecutive cartridge alarms, decided to replace the pump, and sent the customer a replacement. The customer was instructed to put the faulty pump into storage mode before returning it to tandem and acknowledged understanding the steps needed upon receiving the new pump. The customer planned to continue using their current pump as backup therapy.